Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/05/2016 with the following findings: the pump bolus history shows on (B)(6) 2016 at 06:32 a 1.85u bolus was manually programmed and fully delivered. After the bolus was delivered the pump recorded a replace cartridge alarm also on (B)(6) 2016 at 06:32. The pump was exercised for 24 hours; no unprogrammed boluses were delivered or recorded in the pump history during this time. Manually performed a 10u normal bolus and a 10u audio bolus successfully and both were accurately recorded in the pump history. No hypersensitive or stuck keys were observed on keypad. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an issue with their pump. The reporter reviewed the pump history with a customer technical support representative. The basal history didn't match the active basal program, but this was attributed to a loss of prime, cartridge change, the prime menu being accessed, and the suspend feature of the pump. There was an additional bolus delivery recorded, but this was a 1.85u bolus that was delivered due to the cartridge being empty. This complaint is being reported based on the allegation of an issue with the pump that could not be resolved during troubleshooting. There was no serious injury associated with the complaint.